Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The end user states that the seam is coming apart on the absolute cushion. The end user also states that the screws are gone from right back side of the seat upholstery is missing. The end user also states that the rod that the screws mount too for the seat is broken and you can easily move the rod around.